Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6)2025 the caregiver reported that for the past three nights the user experienced hypoglycemia during sleep with blood glucose (bg) levels of 54 mg/dl. The user treated with four ounces of soda and the bg returned to range within 15 minutes. No hospitalization, medical intervention, or long-term health effects were reported.